Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter stated that the pump was set to am instead of pm and that the patient was unsure of whether or not they had made a change on (B)(6) 2014 when the battery had been changed. The patient was reportedly visually impaired with limited vision in only one eye. The reporter stated that the patient's blood glucose (bg) was elevated this afternoon at 3:40, 300 mg/dl. At that time, the patient gave a correction bolus of 3 units then walked the dog. When they came back, the patient's bg at 6:12 mg/dl was 331 mg/dl at which point the patient gave another correction bolus of 8.5 units. It was reportedly later in the evening that the patient noticed the time was set to am instead of pm. The patient had requested assistance from customer support in changing the setting from am to pm and the patient's bg at 7:45 pm was 181 mg/dl. The reported bgs do not meet criteria for a serious adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.